Manufacturer narrative:
The unit passed the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The bolus wizard functioned properly. The unit had a minor scratched lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother called in to report high blood glucose levels since using the replacement insulin pump. The caller stated that the doctor told them the correction doses were inaccurate. The customer's blood glucose level was 500 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.